Event description:
It was reported that, at the last two pump refills, the actual reservoir volume (arv) was 5ml less than the expected reservoir volume (erv). It was later reported that, at a pump refill on (B)(6) 2013, the erv was 5ml and the arv was 0ml. The healthcare provider (hcp) was concerned with this difference. It was noted that the patient was still receiving the desired therapeutic outcome. The patient status was ¿alive-no injury¿ at the time of this report. The device system was used to deliver dilaudid 20mg/ml at 6.647mg/day. It was later reported that the discrepancies occurred on (B)(6) 2013. A review of the procedures and notes were done and the cause was not determined. No actions had been planned.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).